Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6) , ubd: , UDI#: h3. Analysis of wireless recharger product ID wr9200 (serial # (B)(6) ) found" led's scroll continuously device is unresponsive". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was the recharger is not working. It has been on the charging dock but the battery light is scrolling. Reviewed how to do a hard reset of the charger. The issue was not resolved through troubleshooting. An email was sent to the repair department.